Event description:
It was reported that the implantable pulse generator (ipg) had reached end of life (eol) and had high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: coratomic lead; implanted: unknown. (B)(4).